Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection under the lifevest equipment. Patient described the area as red, raised, and weeping with some discharge under the front te pad. There was no alleged device malfunction contributing to the infection. The patient¿s physician prescribed hydrocortisone cream for the infection. Follow up indicated that the infection improved.